Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. Additional observation not reported by site: the instrument was found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 3.24 mm x 4.66 mm in size. The clevis did not show abrasions or scratches on the outer surface. The components adjacent to the broken clevis did show damage as the grip cable was frayed. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of proximal clevis breakage is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.